Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they had a hard time replacing the battery. The customer was not able to troubleshoot during time of call. The insulin pump will not be returned for analysis.